Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The investigation is ongoing.

Event description:
There was an allegation of non-reproducible high elecsys troponin t hs assay results for two patient samples tested on cobas e 801 module. For patient sample 1 the initial result was 83.8 pg/ml and when repeated twice the results were 39.1 pg/ml and 39.6 pg/ml. For patient sample 2 the initial result was 156 pg/ml and when repeated twice the results were 12.8 pg/ml and 12.7 pg/ml.

Manufacturer narrative:
The field service engineer replaced and adjusted components and performed preventive maintenance. After the service actions, the instrument performance was within specification and was verified by instrument checks and qc which were acceptable. The analyzer alarm history showed several sample quality alarms and liquid flow cleaning (lfc) recommendations. The investigation did not identify a product problem. The specific cause of the event could not be determined.